Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. Review of the event history log (ehl) showed a record of repeated on/off presumably caused by a beep sound as an alarm before the nda was finalized. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream sensor. As a result, the downstream sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. E: no information provided for last name. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product has an alarm. Event occurred before patient use, during testing. There was no patient involvement and no patient harmed reported.